Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the black box data showed evidence of call service (052) alarms. During testing, the pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no loss of prime. The pump cover was opened and moisture was found on the printed circuit board and internal components. The complaint was not duplicated during testing.